Event description:
A malfunction was reported on the customer's pump, and there were no notable events prior to the issue. There was no information provided regarding the impact on the customer¿s blood glucose level, as the customer declined to answer. Technical support arranged to replace the pump, and the customer planned to contact their healthcare provider for backup therapy due to a lack of available alternatives at the time.